Event description:
Related manufacturer reference number:2017865-2022-44348, related manufacturer reference number:2017865-2022-44349, related manufacturer reference number:2017865-2022-44350 . It was reported that the patient presented with an infection. The entire system was explanted. There were no patient consequences.